Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material at light guide rod lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported failure was not determined. The most probable cause of foreign material at light guide rod lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a distorted image and image interference. The issue was identified during inspection for use. There were no reports of patient involvement.